Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to rom issues/ soft tissue adhesions. A 3x9 ps insert was revised to a 3x9 cs insert. Surgeon had intended to revise to another 3x9 ps insert. However, after trying to implant the ps insert, there was soft tissue impingement preventing the insert from locking in. The insert was wasted and the 3x9 cs insert, which was available to the or, was used. Rep confirmed that no further information will be released by the hospital or surgeon.